Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump experienced a power issue involving battery life. No further information was provided. Animas customer support made several attempts to contact the reporter in follow up, but was unsuccessful. At this time, the pump is not expected to be returned to the manufacturer for investigation. This complaint is being reported because the alleged power issue remained unresolved at the conclusion of the initial call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.